Event description:
The customer reported the device would not power on. No patient involvement reported.

Manufacturer narrative:
The d3 shorted and d37 open on the power management pcba prevented the ventilator to power on.

Event description:
The customer reported the device would not power on. No patient involvement reported.

Manufacturer narrative:
(B)(4).